Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and they could not confirm if there was sound coming from the device. The customer; however, verified a speaker inoperative message present and the speaker showed issues pointing to a broken speaker. The rse provided the customer a quote for a replacement mx40. The customer accepted the quote and the customer's issue was resolved. No further investigation or action is warranted at this time. E1: (B)(6).

Event description:
This report is based on information provided by our philips complaint handling team. Philips received a complaint on the mx40 patient wearable monitor indicating a speaker error. The device was not in use on a patient at the time of event, there was no adverse event reported.